Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the us probe fluid damage, the segment fluid damage, the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the lcb (light carrying bundle) fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the objective prism fluid damage, the lcb distal cover glass fluid damage, the objective prism cloudy (not clear view), the lg prong top corroded, the lg connector corroded, the deflector wire hard to move, and the us probe failure; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.